Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.6 a24 is standard for si without malfunction.

Event description:
It was reported while using the bd venflon¿ pro safety adverse event occurred. The following was received by the initial reporter: problem in IV canula venflon.venflon is working properly but more than twelve hours and it is not working properly and heavy injury or soiling in channel area also heavy pain. Please representative meet to our hospital management department.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned for the reported issue of ¿needle penetration difficult / painful¿ with lot number 3098006 regarding material number 391591, so retention samples were used for the investigation. The device history review (DHR) of material number 391591 with lot number 3098006 was checked and there were no quality notifications found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on a retention sample where the investigating team has done a penetration test for needle penetration difficult / painful. The penetration test results are compliant in the retention sample. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined.

Event description:
It was reported while using the bd venflon¿ pro safety adverse event occurred. The following was received by the initial reporter: problem in IV canula venflon. Venflon is working properly but more than twelve hours and it is not working properly and heavy injury or soiling in channel area also heavy pain. Please representative meet to our hospital management department.